Event description:
A report was received that a patient is experiencing pain when placing pressure on the ipg site. The patient had been given injections for the pain.

Event description:
A report was received that a patient is experiencing pain when placing pressure on the ipg site. The patient had been given injections for the pain.

Manufacturer narrative:
Additional information was received that the patient does not want to take any other action at this time. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.